Event description:
It was reported that the system 9600 displayed a blemish in the x ray image the size of a dime. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the camera was causing the blemish. The customer did not want to replace the camera at that time, and will operate the system with the distortion of the blemish..